Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was reloaded to resolve the issue. No patient information provided to date after attempts on 12/28/21 and 12/29/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error during a case. The unit was replaced and case resumed. There was no patient injury.